Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified the hex bolt was disassembled from the inserter. The weld pin has wear marks indicating the use of the device. Follow-ups with the reporter identified the adaptor was not used with this device. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the adaptor cap not being used. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw at the end of the impactor came off in surgery. Attempts have been made and no further information has been provided.